Event description:
It was reported the patient has to recharge her ipg frequently. A company representative met with the patient, but was unable to confirm the issue. Regardless, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed a company representative met with the patient and confirmed the recharging issue.